Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Customer reported experiencing multiple temperature alarms. Customer's blood glucose level was 153-154 mg/dl. Customer reverted to an alternate form of insulin therapy.